Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc device. The customer reported unspecified "wrong [sensor] readings" and experienced seizure and loss of consciousness. The customer had contact with a healthcare professional, a healthcare meter result of 38 mg/dl was obtained, and the customer treated with glucagon injection. There was no report of death or permanent injury associated with this event.